Event description:
A physician has had four occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco, clear corneal, cataract extraction, left eye 12/09/99. The pt subsequently developed what the surgeon describes as a severe inflammation 12/20/1999; no secondary surgery was required. At pt's last visit 1/03/00 the visual acuity was 20/40 and the pt had completely cleared.